Manufacturer narrative:
Event date: asku. Upon follow up, the physician reported the patient was admitted to the hospital for an unknown indication on an unreported date. Three days prior to the hospitalization, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient was treated with unspecified oral antibacterial drugs for the peritonitis event. On an unreported date the patient was transferred to the cardiovascular ward of the reporting hospital. On an unreported date, the patient was transferred to another hospital. Dianeal unknown therapy was specified to reguneal 1.5 and extraneal therapy. Extraneal therapy was ongoing. On an unreported date, reguneal therapy was discontinued and switched to dianeal-n pd-2 1.5 for an unspecified reason. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient was transferred from another hospital to the reporting hospital. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.